Event description:
The ventilator was returned to a third party service center for repair. The device was not in patient use. During the evaluation, a malfunction of the power supply was observed. The device's power supply was replaced to address the issue.